Manufacturer narrative:
The device was received on 11/08/2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver either an unspecified volume of normal saline or 5% dextrose in water at an unspecified rate during rapid fluid resuscitation simulations. The customer contact reported that during the middle of the infusion while the solution container was under 300mmhg of pressure, an unspecified volume of solution leaked from the air filter vent on the piercing pin of the tubing set. No further information was provided.